Event description:
Elderly male with new onset of chest pain, nausea and shortness of breath. While having a diagnostic cath and stent replacement, the cordis xb 3.5 guide had a kink when pulled out of the packaging. Product not used on patient, no known harm.

Event description:
Elderly male with new onset of chest pain, nausea and shortness of breath. While having a diagnostic cath and stent replacement, the cordis xb 3.5 guide had a kink when pulled out of the packaging. Product not used on patient, no known harm.